Manufacturer narrative:
H10: according to the customer, they were able to resolve the issue by reseating the device¿s audio cable. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the device's audio was not working. The device was in use on a patient. There was no report of patient or user harm.